Manufacturer narrative:
Analysis of the lead (lot# v006620) found that several of the conductors were broken in several locations. The conductor wires were broken due to overstress/damage. It was noted that the proximal end of the lead was not returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3998, lot# v006610, implanted: (B)(6) 2007, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient's scs was not giving adequate coverage of pain. Patient stated they think this may have started over a year ago, but cannot recall the approximate date. Patient stated she would increase voltage and not feel any stimulation. Patient had not previously met with any manufacturer's representatives (rep) from the time she reported the incident to her healthcare provider and the time of this report. On (B)(6) 2017 patient met with rep to interrogate stimulator, results of which were several electrodes "out of impedance"; a photo showed certain contacts and combinations were >20000. Patient was scheduled to see surgeon on (B)(6) 2017 to discuss options to resolve this issue. It is unknown if a surgical intervention will occur. Rep will follow-up for more information. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. References the main component of the system and other applicable components are: product ID (B)(4) lot# v006610 serial# implanted: (B)(6) 2007 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the high impedances of the cervical lead have not been resolved and the high impedances for the thoracic lead have been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of several electrodes being out of impedances, the patient not feeling stimulation and the scs was not giving adequate coverage for the patient's pain was unknown. It was noted that the issues were not resolved at the time of the report and that no surgical procedure had taken place since the time the original report was submitted; the patient was meeting with their physician on (B)(6).

Manufacturer narrative:
Additional information was received. It was reported that a surgical intervention took place. Information has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the neurostimulator (ins) was replaced. It was reported that the 3998 in cervical spine remains intact and assumed to be connected an extension and in 8-15 port; electrodes #10 and #12 were >10,000, as was the case before today's procedure. It was reported that cause was unknown. It was reported 3998 in thoracic spine was removed; however it's extension remained in body but inactive. It was reported a new lead was placed in t spine with left white tail connected to port 0-7. It was reported that the patient had a lead revision to remove one of the two implanted 3998. The one is the t-spine was removed and the one in the c spine remained implanted. It was reported that the medical doctor implanted a 2x8 paddle in the t spine location and connected only one lead tail to the neurostimulator (ins). Caller wanted to know how to configure the leads on the 8840.